Event description:
Literature was reviewed regarding post-procedural conduction disturbances and rates of permanent pacemaker implantation in older and newer generations of transcatheter aortic heart valves. The study population included 1182 patients who were predominantly male with a mean age of 82 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r (n=465) and evolut pro (n=146) bioprosthetic transcatheter valves delivered by delivery catheter system (dcs). Among all patients, clinical observations included: arrhythmia requiring permanent pacemaker implant, myocardial infarction, and ischemic and hemorrhagic stroke. Clinical observation that may have occurred during use of the dcs included: major access site vascular complication. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: salem et al. Incidence of post-procedural conduction disturbances and rates of permanent pacemaker implantation in older and newer generations of transcatheter aortic heart valves. Med sci (basel). 2025 nov 30;13(4):296. Doi: 10.3390/medsci13040296. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.